Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. Block a5: ethnicity, not available from facility. Block b6 & b7: not available from facility. Block c: not applicable for this device. Blocks d4, d6 & d7: not applicable for this device. Blocks h3: the lumiguide wire was not returned for evaluation; thus, no product investigation was performed. Block h6: dissections during this kind of procedure is a known risk and covered by the device risk management. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a lumiguide was used in an aortic procedure. While navigating with the lumiguide, along with a non-philips sheath and guide catheter, a dissection occurred at the inferior mesenteric artery (ima) vessel. Due to limited flow, access to the vessel was abandoned, and the procedure was continued using conventional wires and catheter. No further intervention was required since the aortic aneurysm was stented with a planned graft that also covered the dissection. The patient is reported to be doing ok. This adverse event is being submitted because the lumiguide was in use when a dissection occurred. There was no alleged malfunction with the lumiguide wire.